Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
The customer's wife reported via phone call that the customer was hospitalized on (B)(6) 2015 with a blood glucose of 200 mg/dl. Customer was not low due to being treated. When the customer got to the hospital, his blood glucose was a little on the high side. Customer fell and had a seizure. Customer was given glucagon and collapsed due to the pain. Customer was admitted to the hospital for a electroencephalogram (eeg) video. The perceived cause of the low blood glucose was human error. Caller mentioned that the customer's blood glucose was at 80 mg/dl and he treated and suspended his pump before he went to the hospital. Customer took the transmitter off his body. Caller mentioned that the customer was hospitalized in (B)(6) due to hypoglycemia. Customer also changed the sensor because he thought it was the issue. Caller declined troubleshooting for the lost sensor alert.